Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. .

Event description:
It was observed during the device inspection that the duodenovideoscope's adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and corrections as an update to a previously submitted report. Updated fields: h2, h4, h6. Corrected fields: h11. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.